Event description:
Dr was using a o-vicryl-j376, lot # le6736, exp 04/30/2022 suture while closing the fascia, when a "snap" was heard by herself and nurse. When pulling the suture out, only half of the needle was still attached. Since unable to visualize the broken needle within the incision, fluoroscopy was ordered by doctor. The needle was identified and removed by dr. FDA safety report ID# (B)(4).